Manufacturer narrative:
(B)(4). MDR report #: mw5189089. MDR report key: 25448614. D10: item name # oxf uni tib tray sz c rm PMA; item number # 154723; lot number # 956210 item name # oxf twin-peg cmntd fem sm PMA; item number # 161468; lot number # 180040 item name # palacos cement; item number # 5036963; lot number # 98691009 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an emergency revision of a partial knee approximately 4 years post-implantation due to the bearing dislocating. Approximately 4 years after the initial partial knee replacement, the patient developed extreme knee pain, buckling, clicking/popping, and swelling, was evaluated, and emergent surgery was performed. The surgeon found the bearing dislocated directly posterior and rotated 90 degrees. The tibial and femoral components were well-fixed and left intact. The bearing was exchanged without complications. Attempts have been made, and no further information has been provided.